Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. The system logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring chest tube placement. The target nodule was about 13 millimeters in size and located in the right middle lobe less than 1 centimeter away from the pleura. Instruments used under c-arm fluoroscopy during the procedure included a 19g flexision biopsy needle and compatible forceps. During the procedure, a cone beam CT image showed a small new pneumothorax. The patient was asymptomatic, and the initial size of the pneumothorax was small, so no intervention was performed at the time. The procedure was completed, but with delays as it was considered a difficult case. Staging using ultrasound bronchoscopy (ebus) was also performed. After the procedure, serial chest x-rays showed that the pneumothorax had grown larger over time and a chest tube was placed to resolve it. The patient was admitted for 24 hours and was subsequently sent home. The physician reported that there was no device malfunction associated with the event; however, the event was thought to be device related. It was reported that the pneumothorax would have likely occurred via another modality.